Event description:
It was reported that removal difficulty, stent migration and renal failure occurred. The target lesion was located in the renal artery. A 7.0mmx15mmx150cm express® sd renal/biliary stent was advanced to the lesion. The stent was deployed; however, there was difficulty in deflating the stent delivery system (sds) balloon. The sds balloon was not able to be fully deflated before removal and became stuck on the deployed stent. A rotaglide lubricant, multiple catheters and guide wires were used and the sds balloon was able to be removed from the stent approximately after 45 minutes. The sds balloon appeared to have been completely folded on itself. It was also noted that the implanted 7.0mmx15mmx150cm express® sd renal/biliary stent had moved around. No additional stent was implanted in the lesion after the first stent had moved. The patient was in renal failure. The physician suspected that this issue was due to emboli caused when removing the sds balloon from the stent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds) inside the lumen of a non-bsc device with the distal portion (54.5cm in length) of an unidentified balloon catheter. The express sd was protruding 95.5cm from the hub and 9cm from the tip of the non-bsc device. The stent was not returned as it was deployed in the lesion. An inflation device filled with water was connected to the inflation lumen. The device was inflated to the nominal pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rated burst pressure (rbp), the device was deflated by applying negative pressure with the inflation device. The device deflated in 2 seconds. After the device was deflated, the express sd was withdrawn from the non-bsc device with no difficulties or resistance. Microscopic examination presented no damage or irregularities to the balloon. There was contrast in the balloon and the balloon was loosely folded. Microscopic examination presented no damage or irregularities to the markerbands. Microscopic examination revealed that the outer shaft proximal of the exit notch was stretched and necked down. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID #a00503077 tw#3539207